Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to foreign matter jamming at the nozzle opening, causing a defective air supply. Additional issues were identified during the device evaluation: due to clogging of nozzle, air and water supply volume did not meet the standard value; due to wear of suction cover packing, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on the distal sheath had a chip, and white-clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; the adhesive around objective lens was peeled with flare appearing in the image; due to damage on zoom (charge-coupled device), zoom did not work smoothly; and scratches were found on multiple locations on the device. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint (B)(4), was initiated by another facility. Conclusion: the root cause of the foreign matter remaining in the equipment could not be identified, and the foreign matter could not be identified. The inspection method for the event is described as follows in the instruction manual (operation edition): IFU "chapter 3: preparation and inspection: 3.3 inspection of the endoscope and inspection of the combination function with related equipment". [Inspection of the entire endoscope] 8. Visually check that there are no abnormalities such as abnormal protrusions, dents, deformations, etc. In the air and water feed nozzles at the tip of the endoscope. Inspection of the cleaning function of the objective lens surface. When using the air supply or water supply button, a. Inspection of the water supply. Plug the holes in the air and water supply buttons with your fingers. Push the button in while blocking the hole. Make sure that water flows throughout the endoscopic image. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus representative reported (on behalf of the customer) that during a diagnostic procedure, the evis lucera elite colonovideoscope was experiencing poor air and water supply. Also, foreign material was exiting from the nozzle. There were no reports of patient harm associated with this event. The intended procedure was completed using the same device.